Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the catheter associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no external physical damages were observed. No residue, debris or fluid were observed on the housing, green sensor connector, and tool channel. No noise or fluid were observed in the housing when the housing was shaken. The fiber was inspected using the exfo scope and the fiber appears to be smooth with no signs of damage. Some debris was found on the fiber but was able to be cleaned using the sensor connector cleaner and by performing the wet clean method. The air leak test was performed and passed twice using an in-house reprocessing cover. No steady stream of bubbles observed, and the leak tester was able to maintain 140-180mmhg air pressure. Electrical continuity was tested and passed using a multimeter. The full continuity leak test was performed and passed twice. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the catheter would not center and was pulling to the side. Intuitive surgical, inc. (Isi) has received the catheter for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during endobronchial lung biopsy procedure, a customer called at start of case to report problems with system, it was stated that the catheter was pulling in one direction. Technical service engineer (tse) suggested double checking clinical setup for obstructions or pressure on system. Tse suggested replacing the catheter, this resolved the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the catheter assembly instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.